Manufacturer narrative:
Evaluation codes results: related to operational context - negative preparation was performed on device prior to insertion into patient with no abnormality noted, event appears most likely to be procedural related deformation problem- balloon cut evaluation codes conclusion:operational context caused or contributed to the event - negative preparation was performed on device prior to insertion into patient with no abnormality noted, event appears most likely to be procedural related. (B)(4).

Event description:
The physician was attempting to use a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the common/external carotid artery that exhibited 90% stenosis in internal carotid, moderate tortuosity and moderate calcification. Type I aortic arch. Negative prep was performed on device prior to insertion into patient with no abnormality noted. No resistance noted during delivery of the device to lesion. During the procedure, the x-ray image showed that the proximal balloon did not inflate at all; several attempts were made to inflate the balloon; disconnecting and reconnecting the syringe however the balloon could not be inflated. Another device was used to complete the procedure. The physician stated the event was related to the device. No patient injury or other sequelae were reported for this event. When the device was returned to the manufacturing facility for device evaluation, the device analysis identified a balloon cut. Device evaluation: the device was returned for evaluation. Traces of blood were detected on the device. Negative pressure was applied on both inflation lines connecting a syringe to each luer ports. A leakage was detected on the proximal inflation line. The balloon was analysed using a microscope and a cut (about 3 mm) was detected on the balloon surface. The cut started from the working channel exit port till the end of the balloon length; however the leak was only in the middle of the balloon. No other abnormalities detected on the device.